Event description:
It was reported that during a retro anterior cruciate ligament reconstruction procedure, the suture kept breaking. The surgeon had to re-thread the device three times before surgery was completed. It was reported that the driver appears to have a sharp edge. The case was delayed approx 40 min. However, there were no adverse pt consequences from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but had not yet been received. Device history review revealed nothing relevant to this event. Arthrex will continue to investigate this issue. A follow up report will be submitted with any significant information obtained from the investigation.